Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) had a power on reset (por). It was noted that the patient was undergoing radiation therapy at the time of the reset. The ipg was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed that a power on reset occurred. It was also noted that a critical ram parity error was recorded on (B)(6) 2012 and that the parity error is considered low severity and the device should be able to recover after reset. Concomitant product: 5076 implantable pacing lead, (B)(6) 2003. (B)(4).